Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in this event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000141024. The allegation is against 1 of 2 anchors; however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in this event include: common device name: swift lock anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 8652113.

Event description:
Related manufacturer reference number:1627487-2024-00227. It was reported that the patient experienced ineffective therapy due to migration of the right c2 lead. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the right c2 lead, and right anchor were explanted and replaced to address the issue. It was noted during the procedure that the right anchor had come unlocked or had broken and was not holding the lead. It is unknown which lead and anchor are liable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.